Manufacturer narrative:
(B)(4). The patient was treated with vancomycin for five days (previously reported by customer as 15 days) for the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. Two days after the onset, the patient was hospitalized for the peritonitis event. On unreported date, the patient was treated with reflin injection 1 gram for fourteen days (route and frequency not reported), fortum injection 1 gram for fourteen days (route and frequency not reported), and vancomycin injection 1 gram for fifteen days (route and frequency not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovering or was recovered from the event. Additional information was requested but is not available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).